Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation at 10.0cm to 10.6cm from the connector pin, exposing the outer coil proximal to the suture sleeve tie impression, which was noted at 12.0cm from the connector pin. The cause of the external insulation abrasion is consistent with friction to the device can and the reported event.

Manufacturer narrative:
This product is registered as a combination product. Complaint history review performed on 14-aug-2020 revealed no prior complaints on this product.

Event description:
It was reported that the patient presented for revision of the right ventricular lead due to over-sensing noise. The lead was explanted and replaced. The patient was in stable condition prior to, during, and after the procedure.